Manufacturer narrative:
Based on the available information, the reported problem was not caused by a device malfunction but rather from damage sustained to the link assembly by the user. Replacement hardware was shipped to the customer on 3/21/2016. The complainant hardware was received from the customer on 3/30/2016 and the evaluation confirmed that the link assembly had been damaged. The co/therm y-cable and ground cables were replaced. The device passed all qc testing and was returned to service stock.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the thermo co showed and error message of "cable off" on both the injectant and distal temps. Information provided by the customer revealed that a patient was present, the attending physician was able to obtain the o2 saturation levels but the procedure was completed without the thermo co. There was a delay, however the length of it is unknown as well as other event information. With merge hemo not presenting the correct physiological data during treatment, there is a potential for incorrect treatment that results in harm to the patient. However, information provided by the customer indicates that the procedure was completed successfully and there was no harm to the patient. (B)(4).